Manufacturer narrative:
Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer is complaining that his trueresult meter is giving reading lower than his doctor's meter. Customer ran a blood glucose test on (B)(6)2016 @ 11:00am (fasting ) and his result with his meter read 178mg//dl, his doctor's meter read 265mg/d. Customer is not sure what his normal range is at this time and he also does not remember when he opened his test strips. The supplies are stored in the kitchen. Customer is on novolog - 3 times a day and lantus - 1 time at night. He stated that his diabetes medication dosage was just increased because of the increase in blood sugar levels. Strip expiration date is 07/22/2018. Reviewed meter memory (date / time no set): a 173mg/dl, (B)(6)2016 02:46:00 pm, fasting:yes. A 184mg/dl, (B)(6)2016 05:30:00 pm, fasting:yes. A 201mg/dl, (B)(6)2016 06:01:00 pm, fasting:yes. A 234mg/dl, (B)(6)2016 07:09:00 pm, fasting:yes. A 179mg/dl, (B)(6)2016 06:20:00 pm, fasting:yes. Memory concerns:with 178mg/dl , 173mg/dl.